Event description:
It was reported via voluntary medwatch that the right ventricular (rv) lead was exhibiting increased thresholds. During a test, no capture was noted. An x-ray was performed with no anomalies observed. The rv lead remains in service. No adverse health consequences were reported to the patient.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Voluntary medwatch received mw5164679.